Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Case #: (B)(4) case subject: npi 8300 error 500.5040 account name: (B)(6) account #: 10045561 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer identifies channel error 500.5040, on the 8300 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: customer identifies channel error 500.5040, on the 8300 (s/n (B)(4)). Assisted customer to view the software version on the attached module. Device needs to be flashed to version 9.33, to be compatible to 8015 (v9.33). Step customer through the firmware setup in the configuration package for system maintenance. Directed customer in the flash task execution to update 8300 module. Device successfully updated. End call.